Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Health effect - impact code: 4625 sutures, 4625 incision enlarged. Health effect - clinical code 4581 incision enlarged. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received with a cut to the optic body. One of the haptics could be observed to be detached and the remaining haptic could be observed to be bent. The lens was cleaned and, scratches on the optic body could be observed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing record review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: the complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into the patient's right eye and removed during the same procedure as the iol was loaded incorrectly appearing to be upside down. The procedure was successfully completed with a back up lens (same diopter). The incision was enlarged and unplanned sutures were required, however, a vitrectomy was not performed. Additional information was provided that upon inspection of the lens at injection the leading haptic was noted to be bent and would not sit flat in the capsular bag. The decision was made to remove the lens using mst (microsurgical technology) forceps and lens scissors. There was no patient injury. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 26, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received with a cut to the optic body. One of the haptics could be observed to be detached and the remaining haptic could be observed to be bent. The lens was cleaned and, scratches on the optic body could be observed. He complaint issue " haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.